Event description:
This rv lead was implanted on (B)(6) 2003. A call to technical services on (B)(6) 2011 states that the rv lead is being revised. Rep does not know why. The physician is dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).